Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image processor board was identified as requiring replacement. The customer is currently considering repair versus system replacement options.

Event description:
The customer reported that the images were pixelated to the point that they removed the system from svc. There is no report of pt injury associated with this event.